Manufacturer narrative:
One 8 fr angio-seal vip device was returned for evaluation. No accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostasis sheath and the deployment sleeve was not placed in the full rear lock position. The anchor was exposed at the distal tip of the hemostasis sheath. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Digital force was applied to the anchor and the tamping mechanism deployed. No anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full rear lock position which caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when deploying the angio-seal device, the physician pulled back to let the anchor secure against the inside vessel wall and the entire device came out of the access site. The anchor had not fixed to the vessel wall and the entire device came out completely intact. Due to the angiomax on board, the tech had to hold manual pressure for 30 minutes. There was minimal blood loss, it was less than 250cc. The procedure was an emergent heart catheterization. Access was in the right femoral artery with an 8fr angio-seal. The procedure went well and was successful. The patient was reported to be stable. There was no other devices or equipment being used with the reported product.